Event description:
It was reported that the customer experienced a system malfunction during a procedure ¿doctor complained about no efficiency during lithotripsy treatment on console stonelight tpf01¿ fiber test => no energy¿. The procedure was completed with an alternate ¿stone breaker¿. There was no injury to the patient or user reported.

Manufacturer narrative:
Product evaluation: the console was evaluated in the field on may 26, 2015. System analysis/service repair: the reported issue ¿no efficiency/no energy¿ could not be confirmed. The laser console was inspected and calibrations were performed. The system was tested and verified to meet specification. Probable root cause: based on the field service report results the root cause was determined to be: undetermined, could not reproduce the issues noted.